Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Physician reported right side capsular contracture baker grade iii. During explant surgery the surgeon observed "pronounced capsular fibrosis and evidence of birefringent foreign material on the prosthesis surface. No evidence of silicone leakage, inflammatory changes, or implant-associated malignant lymphoma. No evidence of malignancy". The device has been removed and replaced.